Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a moderately tortuous and severely calcified mid left anterior descending artery. An unspecified size promus element plus stent was advanced and deployed. Then the 2mm x 2.00mm nc quantum apex balloon catheter was advanced to post dilate the recently implanted stent. The balloon was inflated however it ruptured at nominal pressure at an unknown number of inflation. The procedure was completed using another of the same device. No patient complications were reported and the patient's status is good.